Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the syringe pump alarms occluded ¿all the time¿ when the clinicians run a flush after an intermittent medication. They are then unable to infuse the flush via the syringe pump and must manually flush the line. It was also noted that the clinicians use prefilles saline syringes that are not compatible with alaris syringe pump. The event was reported to bd associate during site visit. There was patient involvement but unknown impact.

Event description:
It was reported that the syringe pump alarms occluded ¿all the time¿ when the clinicians run a flush after an intermittent medication. They are then unable to infuse the flush via the syringe pump and must manually flush the line. It was also noted that the clinicians use prefilles saline syringes that are not compatible with alaris syringe pump. The event was reported to bd associate during site visit. There was patient involvement but unknown impact.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.